Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Part: 805.605.02s; lot: l815704; manufacturing location: (B)(4); release to warehouse date: april 19, 2018; expiry date: march 01, 2021; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during orbital side wall reconstruction on (B)(6) 2018, the screw shaft tip broke. It was also reported that when the surgeon was inserting another screw during the same surgery, the screw head broke. The surgery was completed by using new screws instead of both screws by drilling pilot hole. There was no adverse consequence to the patient. This report is for a 1.5mm rapid resorbable cortex screw 5mm-sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown trauma locking screw. Part and lot numbers are unknown; UDI number is unknown. Physical manufacturing site is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown trauma locking screw.